Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The returned device was evaluated and canulas were obstructed by the liquid monomer. The cause of this obstruction was not determined. No non conformity on the device was identified. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that according to the available data, the exact root cause of the event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cement does not working as it should, the monomer would not release into cylinder.